Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference, or user reused test strip, or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Customer's mother states she performed a test on daughter with a result of 55 mg/dl. She then tested with the same blood twice with results of 99mg/dl and 107mg/dl. Mother of customer states she feels well and does not need medical assistance. Customer's expected results are 80-120 mg/dl. Verified the strips expire 10/16/2017 and were first opened (B)(6) 2015. Customer confirms proper storage of the test strips. Customer performed a back to back 157mg/dl and 157mg/dl - not fasting. Reviewed blood results in meter memory: 99 (B)(6) 2015, 09:00:00 pm, 99 (B)(6) 2015, 09:02:00 pm, 107 (B)(6) 2015, 09:04:00 pm, 103 (B)(6) 2015, 08:10:00 pm, 132 (B)(6) 2015, 08:12:00 pm adverse event not reported.